Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding after sensor insertion while applying the abbott diabetes care (adc) device. The customer experienced symptoms described as "sweating, combative, talking," a loss of consciousness, and was unable to self-treat. The customer had contact with a non-healthcare professional (non-hcp) who obtained a blood glucose result of 2.9 mmol/l and provided a glucagon injection as treatment was reported for this issue. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported bleeding after sensor insertion while applying the abbott diabetes care (adc) device. The customer experienced symptoms described as "sweating, combative, talking," a loss of consciousness, and was unable to self-treat. The customer had contact with a non-healthcare professional (non-hcp) who obtained a blood glucose result of 2.9 mmol/l and provided a glucagon injection as treatment was reported for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Unable to perform further investigation due to no product returned. Therefore, issue will be closed to no product returned. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.